Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation, and the battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of returned controller revealed that the device passed visual inspection. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen. After the internal battery was replaced, the controller worked as intended. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 09:42:04, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two years. Log file analysis also revealed two controller power up events on (B)(6) 2021 at 21:17:03 and on (B)(6) 2021 at 09:00:35. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 65% relative state of charge (rsoc) and (B)(6) was connected to power port two with 24% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 99% relative state of charge (rsoc) and (B)(6) was connected to power port two with 65% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 6 second and 17 second respectively. Additionally, alarm log files did not reveal any power disconnect alarm within the analyzed period. However, review of the data log files revealed multiple instances involving (B)(6) where the battery's relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. A vad disconnect alarm was recorded on (B)(6) 2021 at 14:47:56, due to physical disconnection of driveline likely during the reported controller exchange. As a result, the reported " loss of power and controller fault alarm" events were confirmed. The reported power disconnect alarm event could not be confirmed; however, the observed communication error is likely related to the reported power disconnect alarm event. The battery (B)(6) was lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA: pr00492825 was opened to investigate internal battery issues with controller 2.0. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: (B)(6); d9: yes, return date: 31-march-2021; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: (B)(4) .UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 12-oct-2020. Labeled for single use: no. (B)(4). Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the controller exhibited losses of power and a controller fault alarm due to internal battery end of life. It was also noted that there were power disconnect alarms on the battery. The controller has been exchanged and the battery was removed from service. No patient complications have been reported as a result of this event.